Event description:
The customer reported that a session was not counted for one patient.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Manufacturer narrative:
H2 updated. H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that a partially treated session was not counted as a fraction for one patient but the total dose was correctly recorded. The purpose of the case was to correct the fraction count. During the treatment delivery for field 11_2, there was a beam timer error which stopped the delivery after 177.5mu of the intended 266.0mu, treatment resumed and 64.6mu was given, then a "mlc non pr t" error was encountered and treatment stopped again. This incomplete partial treatment was not counted as a fraction. Therefore field 11_2 received a total of 242.1mu, which is 23.9mu less than what was intended. The customers dosimetry configuration shows that fractions calculation is set to count a partial treatment as a fraction if the dose is at least 98% of the prescribed fractional dose or 2 gy. This configuration is why the incomplete partial treatment would not count as a fraction. (B)(6) did not have any malfunction and was working as designed and intended. Based on the available information, there was no patient mistreatment.